Manufacturer narrative:
Product event summary: it was found that the customer comment of water damage could not be confirmed, however, corrosion was found inside of programmer.

Event description:
It was reported that water had been poured on the programmer. The programmer was returned to the manufacturer, analyzed, and subsequently tested out of specification. There was no patient involvement.